Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 10atm within 1 minute. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.